Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported that their connector had fallen out while at work after changing supplies the previous night, likely due to not being fully locked. The patient was able to reconnect the connector and confirmed tubing function. Blood glucose (bg) readings were high on libre 3+, though the patient had just eaten a larger-than-usual meal and was able to announce it. The highest bg reported was 400 mg/dl. The agent recommended allowing the pump to correct and planned a follow-up. At follow-up, the patient¿s bg had stabilized at 123 mg/dl. No symptoms reported during event, and no medical intervention required at the time of call.